Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) being used was from our competitor, maquet, on a teleflex intra-aortic balloon pump. The cardiologist/rn in the cardiac care unit (ccu) called the clinical support specialist (css) about issues they have been having with the central lumen aline (won't aspirate/assumed clotted). The rn stated that they had no arterial pressure (ap) waveform; the pump continued to pump using ECG as the trigger. The rn also stated that the pump stopped pumping. The rn described the ECG as 100% paced at a rate of 62 with a wide qrs. The rn attempted operator mode to make trigger changes, attempted peak & vpaced, tried changing leads and also attempted to slave from the bedside monitor. The rn wasn't sure what fixed the problem, but the pump was pumping well now using peak trigger in operator mode. They were attempting to insert a radial aline to be connected to the pump. As a result, the pump was pumping utilizing weissler timing method and appeared to be pumping accurately in 1:1. The css has the rn put the pump back into the autopilot mode, the pump continued to utilize peak trigger. The css discussed triggering issues, ECG issues and how the slave would probably not be good due to the filtering which may also effect recognition of the pacing spikes. The rn agreed and stated that when they tried, it was worse and they are now using skin leads. The css also explained that in autopilot, the pump can change the lead selected and trigger if necessary. The rn was somewhat confused about using autopilot and the css reviewed the differences in autopilot and operator modes. Best signal analysis indicates that lead iii and peak trigger are the most accurate for the current rhythm. The rn felt confident the trigger is now stable during the conversation with the css. The css explained that it is unlikely that changing the pump would help in situations like this since the info the pump is "seeing" wouldn't change. The css recommended if the rn has problems again, she should get strips for the css so she can see the ECG during the problems. There were no strips generated because there were no issues at the time of call. The rn thanked the css for her help; the css received no other calls. There was no delay or interrupted therapy. There was no report of pt death or injury. The pt outcome is the pt currently on pump with no complications.